Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient experienced lethargy, and an unspecified amount of time later, lost consciousness, and experienced a seizure. The parent performed a bg and the patient¿s bg was low (value not provided). The patient¿s parent called emergency medical services (ems) who performed a bg (value not provided), treated the patient with IV dextrose and transported her to the hospital. The patient was admitted to the hospital, received an anti-nausea medication, and was discharged the following day. At the time of the report, that patient had recovered. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed passed. A pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.